Event description:
It was reported that during a trial procedure, the patient was experiencing pain and discomfort at the back on the right side. It was noted that the pain was not easing up and the physician decided to pull the leads shortly after placing them. The pain subsided after the leads were removed. The patient was doing well postoperatively. The explanted devices will not be returned as they were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc231650e0. Model: sc-231650e. Serial: (B)(6). Batch: 7222285.

Event description:
It was reported that during a trial procedure, the patient was experiencing pain and discomfort at the back on the right side. It was noted that the pain was not easing up and the physician decided to pull the leads shortly after placing them. The pain subsided after the leads were removed. The patient was doing well postoperatively. The explanted devices will not be returned as they were discarded by the medical facility.